Manufacturer narrative:
The device is returned and an evaluation completed for it. The users complaint was confirmed. Upon inspection of the device, the b31 and e216 scope communication errors were observed for the device. These are attributed to the breakage of the electronic board. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, a b31 scope communication error message was received for the device, indicating there was no image available. The screen was black. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. It is recommended that the user facility maintain a pre-use check and periodic check of the device. Olympus will continue to monitor field performance for this device.